Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Ulys df1 dr - 2510 sn: (B)(6) was manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 22 july 2022 use before date: 22 january 2025 sterilization lot: s0560 - 3639.

Event description:
Reportedly, the patient died on (B)(6) 2024 (unknown cause death). No information available.

Manufacturer narrative:
The defibrillator, as a replacement, was implanted on (B)(6) 2022. Reportedly the patient died on (B)(6) 2024. It should be noted 10 weeks before death, the patient was hospitalized 14 days for heart failure with dyspnea treated with cardiac medication and angioplasty (stent). No device interrogation has been performed after the death, but the patient was followed under remote monitoring system that allows us to get recent patient files. Review of the last available patient files dated (B)(6) 2024 led to the following observations between the (B)(6) 2023 and the (B)(6) 2024 - battery status was within normal range (3.14v) - in addition, after that date, no alert has been raised with the remote monitoring system; in particular no alert of rrt (recommended replacement time no reached). - atrial lead impedance measurements were stable within normal range (around 500 ohms). - right ventricular lead impedance measurements were stable within normal range (around 400 ohms). A decrease of the detection is noticed since (B)(6) 2024. According to literature, qrs amplitude decreases during congestive heart failure. - rv coil continuity measurements were within normal range (around 300 ohms) - no episodes of sustained ventricular arrhythmias have been recorded. Review of manufacturing records revealed that the device was manufactured, sterilized and released accordingly to all applicable procedures. No patient files were available for the time period surrounding the patient¿s death and the device was not returned for analysis. The center has been contacted: the reason of the death is unknown and no more information could be retrieved. Microport crm doesn't suspect any link between the death of the patient and a malfunction of the defibrillator ulys.

Event description:
Reportedly, the patient died on (B)(6) 2024 (unknown cause death). No information available.